Manufacturer narrative:
This customer reported that in 2009, this defibrillator failed to power up. There was no pt involvement. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that this defibrillator failed to power up. There was no pt involvement.